Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump history was not completely displayed in the pump history. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.